Event description:
It was reported to boston scientific corp that a wallflex biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) with metal stent procedure performed in 2009. According to the complainant, the pt returned to the hospital complaining of pain and nausea nine days later. The pt was also jaundiced. Two days later, a second ercp was performed. According to the complainant, the stent showed a significant waist under fluoroscopy. The physician dilated the stent utilizing a balloon catheter and flushed the stent. No further measures were undertaken. The pt was stable and discharged to home. There were no other pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The device remains implanted and will not be returned for evaluation. A labeling review identified that the device was used per the wallflex biliary directions for use (dfu). It was noted that stent occlusion is listed as a potential complication in the dfu. Although the device was not returned, based on the event details, the most probable root cause is due to an anticipated procedural complication as stent occlusion is listed as a potential complication in the dfu.